Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction, and the patient seeing a vertical line of light that was at about 10:30 to 4:30 position. The surgeon noted the patient had a fold in the capsule. The iol was exchanged for a different model iol. Following the exchange, the patient was experiencing blurry and foggy vision when outdoors. The surgeon is considering sending the patient to a retinal specialist for evaluation. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/27/2009, 08/28/2009, and 09/15/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 09/25/2009.